Event description:
It was reported the device was used during a stereotactic breast biopsy. It was reported the c1530 was used in a new 11 gauge probe (p1175). Radiologist deployed the clip successfully, then encountered resistance when removing/withdrawing from the probe. He continued to withdraw and sheared the tip of the clip housing which remained in the breast with the clip.